Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm the system error 322 alarm through review of the device event history log. The alarm could not be reproduced, due to a false upstream occlusion alarm, and a cause could not be identified. The pump was tested with passing results. The software was upgraded to correct this issue per the approved remedial action activities; however this device has a version of software that does not have an approved software update in canada. The device was found to be operating mechanically as designed and the customer was issued a replacement device which is equivalent to the device received by baxter. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.